Event description:
Complainant alleged that while treating a patient (age & gender unk) during open heart surgery, the device charged energy appropriately and then shut down upon an attempt to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent biomed testing was unable to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.